Event description:
A patient was implanted with a prodisc c implant. Patient began experiencing pain and it was found that the implant had migrated. The implant was removed on (B)(6) 2025 and the device was replaced with a new prodisc c implant.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c implant. Patient began experiencing pain and it was found that the implant had migrated. The implant was removed on (B)(6) 2025 and the device was replaced with a new prodisc c implant. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery, therefore no device evaluation could be completed. Additionally, no imaging was provided that showed the migration. There were no anomalies identified during the investigation, the removal surgery was completed due to pain caused by implant migration. This report is for 1 of 1 devices involved in this event.